Event description:
It was reported that, during a navio sawbone demo, the pin driver would not capture pins. No patient was involved. No other complications were reported.

Manufacturer narrative:
The navio pin driver, part number 110164, intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation confirmed the reported problem. The insert is stripped. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. An investigation has been conducted and the systemic issues of potential manufacturing factors as well as potential design issues are ruled out as part of this investigation. As such, the potential root cause of this failure mode is believed to be due to a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was unable to confirm the specific root cause for this issue. Nevertheless, the risk profile still meets the navio risk management and the lifetime analysis meets the requirement. In addition to that, there have been no reports of hazardous situation beyond a minor case delay (<30 minutes) as well as no harm to patient due to this failure mode on all of the reported instances. As such, there is no further actions required.